Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as ¿leak coming out from beyond the twist clamp". This was identified after the patient was disconnecting from a peritoneal dialysis (pd) treatment session. The transfer set had been placed on the patient five months ago. On the same day as the event, the patient's transfer set was replaced and the patient was given prophylactic antibiotics (unspecified) as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.